Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. Additionally, it was reported that the patient had high impedances on both leads. As a result, surgical intervention was undertaken in 2025 wherein the system was explanted, and the leads were left implanted.

Manufacturer narrative:
Date of event, explant date, and patient's weight is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.